Event description:
It was reported that there was poor driveline communication. A driveline communication failure occurred and was reproducible. When the controller was replaced, the incident subsided and so it was judged that the alarm was suspected to have occurred due to the controller. There was no patient consequence of health hazard.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.